Event description:
On (B)(6) 2010, the pt was implanted with an scs system. When the pt tries to turn up the stimulation with their programmer, they get an hourglass on the screen. They are not able to turn it up at all. Diagnostics showed that the impedance was high on all electrodes and an x-ray revealed that one of the leads was disconnected from the ipg header. The pt will be undergoing a revision.

Manufacturer narrative:
The lot number of the ipg is unk. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.